Manufacturer narrative:
Per the t:slim x2 basal iq user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer performed the fill tubing sequence while connected at the site. Subsequently, the customer's blood glucose decreased to 43 mg/dl which was addressed with the customer consuming crackers. Tandem technical support reminded the customer to be careful of this step to prevent future occurrences.